Manufacturer narrative:
The fiber is being retained at the hospital. Reportedly, ¿the bright flash¿ was seen when the laser fiber separated during pulse and pulse hit the side of the rigid scope. A crack in the fiber sheath was seen. The physician noticed the metal bronchoscope was ¿hot to touch¿. The physician noted the fiber separated 6¿ ¿ 7¿ from the distal tip. No further information reported.

Event description:
It was reported that a (B)(6) female patient, born at (B)(6) premature, with multiple medical issues, was undergoing laser ablation of granuloma¿s in trachea; anesthesia administered. It was reported that near the end of the procedure, the physician¿s last laser firing (laser power was 45; pulse width 15 and rate 7), "there was a bright flash". The laser went into standby and the fiber was "immediately withdrawn". The physician noticed the metal bronchoscope was ¿hot to touch¿. "Immediately an ent physician was contacted and a bronchoscopy was performed". It was noted that the patient experienced burns to glottis, epiglottis, vocal cords, tongue, and lips (degree of burns was not reported). Patient was treated. One day post op, in the morning, (B)(6) 2017, the patient experienced respiratory distress and was transferred to pediatric ICU. Patient remained in pediatric ICU (B)(6) 2017 and is scheduled to be discharged (B)(6) 2017. Patient will be returning to facility for follow-up visits with ent physician. No further information was reported.

Manufacturer narrative:
Patient weight and patient weight units added, event description updated, other relevant information updated, concomitant medical products updated.

Event description:
It has been further reported: during procedure, patient was on room air ¿ no oxygen. Patient burns reportedly 2nd degree ¿ vocal cord, trachea and other areas glottis, epiglottis. Patient burns reportedly 1st degree for lip and under tongue. Patient was discharged on (B)(6) 2017. Patient returned for ent physician visit on (B)(6) 2017. Bronchoscopy performed. Ent physician believes the patient ¿will be back to normal in a couple of weeks¿. Nurse anesthesiologist did give the patient 29% oxygen when the fiber was being removed from the scope. Reportedly, this was only for a ¿few seconds¿. They didn¿t feel this would cause a flammable situation. Patient was on room air during procedure with an uncuffed metal trachea.

Manufacturer narrative:
Quality inspection of the laser was performed by bsc fse at (B)(6) hospital on july 20, 2017. In addition a visual inspection of the aura fiber, stortz scope, stortz telescope, and suction tubing was performed. Aura xp laser: the laser was tested and passed all functional tests. After inspection laser was returned to service by hospital risk management. Endostat fiber (B)(6): at time of inspection the fiber was observed to be in ¿two pieces¿ the fiber was broken approximately 8 inches from the distal end. The 8 inch section had some signs of charring but, not on the ends of the fiber. There was no fiber sheathing at all on this section of the fiber. The proximal side of the fiber had no signs of damage from the proximal side. This section was broken but, again showed no visible signs of charring on the distal end of this fiber piece. The sheathing on this section appeared to show sign of shredding approximately 2 inches from its¿ distal end but no charring of any material. Stortz scope (karl stortz- esophagoscope 30 cm size 4): visual inspection of the stortz scope discovered streaks on the inside wall of the scope. Stortz telescope: visual inspection of the stortz telescope discovered multiple pieces of plastic fused to the exterior of the telescope and plastic protruding from the exterior of the scope approximately 4 inches from the distal end. It seemed to be evident that the sheathing from the fiber had melted and fused to the scope. Suction tubing: visual inspection of the suction tubing revealed no anomalies.